Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Olympus received a medwatch report from the FDA on 17feb2021 (mw#(B)(4)). Per the report, "an endobronchial ultrasound was being performed when the olympus ultrasound endoscope balloon came off of the scope and migrated into the lung of the patient. When the patient coughed, the balloon was no longer visualized. Bronchoalveolar lavage was performed and a pediatric scope was used to look for the balloon without success. CT (computed tomography) was performed but did not show the retained object." The location of the balloon and if it remains in the patient is unknown. Additional information has been requested for this event but has not yet been provided. This report is being submitted for the evis exera ii ultrasonic bronchofibervideoscope. An additional report will be submitted for the balloon with the same patient identifier.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include improper attachment of the balloon, damage to the balloon groove, or accidental omission of balloon use. The IFU contains a section dedicated to the proper procedure for attaching the balloon. The reported event may be prevented by following the below section in the IFU" "chapter 3 preparation and inspection - 3.7 preparation and inspection of the balloon" olympus will continue to monitor for similar complaints.